Event description:
Reported 36 false positive flu b results out of 402 tests for asymptomatic patients. Unknown if the results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Source: phone.